Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported that during the case, after tapping the bone hole, the physician attempted to insert the anchor. However, the threads shredded or peeled off. The rest of the anchor ripped out of the joint. The physician cleared out the joint space/site.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.